Manufacturer narrative:
A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system during a vaccine validation study. 11 of the selected positive samples repeated negative on a different platform. All results were released and there is no allegation of harm. An investigation was performed to evaluate the customer issue which did not identify any product issue. The discrepancy is likely due to the samples being near the limit of detection and due to differences in technology and sensitivity of the assays used. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system during a vaccine validation study. 11 of the selected positive samples repeated negative on a different platform. Accordingly, 11 mdrs will be filed per FDA guidance. All results were released and there is no allegation of harm. On (B)(6) 2021, as part of a customer study on vaccine breakthrough infections, 20 samples were retested with a competitor assay. These samples had previously generated positive sars-cov-2 results with the liat test, with cts between 33-40. 11 samples generated negative results upon retest on the competitor platform. Although requested, limited information is available regarding sample collection or customer workflow practices. It is unclear if samples were collected or stored per the method sheet. The customer states that the samples were stored refrigerated and retested within days. However, per the data, most of the samples were initially tested in (B)(6) 2021. An investigation was performed to evaluate the customer issue which did not identify any product issue. Review of the CT values indicates that all of the alleged samples were near or below the limit of detection. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.